Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had not received the replacement recharger and the arrow from the ac power supply had broken off in the recharger. To resolve the suspicion that the implant had moved the unit was turned off or to low density, the healthcare provider was advised and x-rays were being taken. The suspected implant movement had not been resolved. Further information from the consumer stated that she had intermittent coverage of her pain and it was not as good as the trial. The patient reported that the stimulation was not what she needs or where she needs it.

Manufacturer narrative:
Concomitant product: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that they had difficulty maintaining the antenna over the implant. The patient stated she had been trying to align the recharger with the implant but had not been getting any coupling boxes. The patient had seen the healthcare professional that morning and had between six and eight boxes shaded. The patient did not have any falls and the poor coupling screen was seen. The patient did not have any coupling boxes after repositioning the antenna. The patient reported that the implant seemed to move from side to side. The patient had also tried to recharge while sleeping and found that the implant was not charging. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.